Event description:
It was reported that at an unspecified time, the tip of the instrument broke. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and failure analysis found the instrument conductor wire cap dislodged from its normal position. Cap was not returned. This failure is most commonly caused by excess force applied to the distal end of the instrument. Additional observation not reported by site: the instrument was found to have the entire length of the main tube surface with degradation / scratches. Improper cleaning during reprocessing most commonly causes this failure.